Event description:
It was reported that the clinician experienced an issue with the peel-away sheath tabs breaking off while in use. The clinician had to grab the sheath body to remove it from the pt. There was no delay in treatment and no pt death or complication reported.

Manufacturer narrative:
(B)(4). Correction: the initial report indicated that no sample would be returned for evaluation. An unused sample was provided by the customer and examined. Device evaluation: comprehensive verification testing could not be performed because the actual sample was not returned for evaluation. The customer did return a sterile, unopened kit. The kit was opened and the peel away sheath was examined. It appeared typical. The dilator was removed and the catheter was inserted through the sheath. The sheath was peeled back and the hub split normally. Although the complaint could not be confirmed, a review of manufacturing records did yield a relevant finding. Therefore, the probable cause is manufacturing related. Further investigation has been initiated with the manufacturing facility.

Manufacturer narrative:
(B)(4). It was noted that this issue has occurred nine times and the clinician feels that they were this lot number only and has not an issue with other lot numbers. The other eight events have been reported separately. No sample will be returned for eval.